Event description:
It was reported an external blood leak was observed due to a loose heparin line of a gambro cartridge ext. Dialyzer line during hemodialysis therapy. The volume of blood lost was not reported. The set was replaced, and therapy was completed without further issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, 8 retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional underwater leak testing, and no leaks were noted in any of the devices. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.